Event description:
The customer reported the system shut down without command. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the workstation ups. The system operates as intended.